Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. Evaluation found the upstream sensor calibration reading to be out of specification, and the sensor could not be calibrated. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the ultrasonic sensor which will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device was found to have a false upstream occlusion alarm. No additional information is available.